Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2026) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent graft placement procedure, the protective sleeve was allegedly stuck to the catheter and would not come off. It was further reported that the sleeve was pulled so hard that the actual catheter allegedly got separated. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
Additional information was received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent graft placement procedure, the protective sleeve was allegedly stuck to the catheter and would not come off. It was further reported that the sleeve was pulled so hard that the actual catheter allegedly got separated. The procedure was completed by using another device. There was no patient contact.